Event description:
The service report shows the mnpb cse was testing the functionality of the ventilator for a demo loaner installation. The nellcor puritan bennett customer support engineer (cse) verified the ventilator's audio alarm did not function properly. The cse inspected the device and replaced the ventilator's power switch to correct the reported problem. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.